Manufacturer narrative:
The nurse reported that the central nurse's station (cns) had missed a 8 beat v tach alarm. The nurse states that the v tach occurred on (B)(6) 2021 @ 09:45am but that there was no alarm that sounded. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4)

Event description:
The nurse reported that the central nurse's station (cns) had missed a 8 beat v tach alarm. The nurse states that the v tach occurred on (B)(6) 2021 @ 09:45am but that there was no alarm that sounded. No patient harm reported.